Event description:
Routine complaint investigation when a health care facility reported a high reading on the precision pcx blood glucose monitor when compared to a laboratory comparison value. The values, when plotted on a clarke error grid, fell into the "c" zone showing the difference in values to be clinically significant. There has been no complaint of death, serious injury or mistreatment associated with this event.